Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 406 mg/dl at the time of incident. Troubleshooting was performed for the no delivery alarm. The customer was advised to complete the rewind reservoir process before connecting to the set. The customer was advised that there may be a site related issue and set occlusion. The customer was advised to reset fixed prime and was sent a replacement of an infusion set. The customer declined to troubleshoot the insulin pump for high blood glucose. The reservoir will not be returned for analysis.